Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver requested additional training regarding high blood glucose after meals, and follow-up calls were placed to gather details about hyperglycemia events. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included attempts to obtain event details from the user for assessment and training needs. Investigation of this case revealed that no additional information could be obtained to determine a device-related issue or user-related factor, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.